Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that their catheter has moved and she is getting no relief from the pump. The patient stated that if they would have known that it may not work she would have never had it implanted. No further patient complications were reported.